Manufacturer narrative:
At this time, the device has not been returned for analysis. This report will be updated upon receipt and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient also reported that the device was beeping. This device was explanted. No additional adverse patient effects were reported.